Event description:
It was reported that this patient observed a flashing red call doctor (rcd) icon on their remote monitoring communicator. A forced call was completed on the communicator, device data was successfully transmitted, and the flashing rcd vanished. Boston scientific technical services (ts) referred the patient to their clinic. A subsequent review of the remote monitoring data indicated this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement of 2002 ohms, which triggered the rcd icon. The rv pace impedance trend graph shows at least one previous high out of range measurement followed by a decrease into the 1200 ohm range, which is within normal limits, and a recent gradual increase over approximately the past two months. The lead remains in-service. No patient symptoms or adverse patient effects were reported.